Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that she takes non-insulin shots to manage her diabetes and claimed that she consumed less food or drink on (B)(6) and (B)(6) 2015, prior to the issue occurring. The patient denied that she developed any symptoms due to the issue however stated that on (B)(6) 2015, prior to the alleged issue, she was admitted to an emergency room (ER) where she had her blood tested on an ER meter which gave a result of 434mg/dl and she was treated with insulin by a healthcare professional (hcp). During troubleshooting the customer care advocate (cca) noted that the meter would not power on when prompted by inserting a test strip or pressing the power button. There was no apparent misuse of the meter and it did not require new batteries. Replacement products were sent to the patient. There is no evidence the subject meter was associated with a serious injury. Although the patient was treated for a hyperglycemic event by a healthcare professional, the treatment was received prior to the alleged meter issue therefore the meter did not cause or contribute to the event. This complaint is being reported as a malfunction as the alleged meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.